Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic), designator u5. (B)(4)

Event description:
The customer contacted physio-control to report that many buttons on their device were inoperable. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control confirmed that the only button that would respond was the on button. As a result, defibrillation would not have been possible if it were necessary.